Event description:
The irish facility reported a patient was using a xenium dialyzer and experienced minor diffuse abdominal soreness during dialysis then vomited in the taxi on the way home. The patient had labs drawn and the serum was noted to be 'grossly haemolysed". The serum amylase was markedly elevated (level unknown). The patient declined hospital admission in late 2008, however, he was admitted to the hospital the next day with raised serum amylase, raised lactate dehydrogenase (ldh), the blood film was unremarkable, the haptoglobins decreased, and there was no drop in hemoglobin. The patient was discharged the following day. It is unknown what interventions were provided. The patient outcome is unknown.

Manufacturer narrative:
The sample was discarded, and not available for evaluation.